Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet failed to advance through the left ventricular (lv) lead. The lv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of stylet could not be inserted was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found that the inner coil was kinked consistent with procedural damage. The cause of the reported event was due to the kinked inner coil consistent with procedural damage.